Event description:
Customer reported being hospitalized due to low blood glucose levels. Customer stated that she was connected while priming. Explained to customer the importance of disconnecting during rewind and manual prime. Customer was instructed to monitor blood glucose levels.